Event description:
Surgeon reported an explant of an edwards' mitral bioprosthetic valve after an implant duration of approximately 2 years. Via additional follow-up, the surgeon indicated that the patient's native mitral leaflets, which he had left in place, had grown over the mitral replacement valve. He thought it looked like a pannus type growth. It has nearly closed off the mitral replacement valve.

Manufacturer narrative:
Evaluation: method = device requested, but not yet returned. Additional manufacturer narrative: the subject device has been requested, and the hospital is locating it in pathology to be sent to edwards for evaluation. Evaluation will be reported once the device is returned and evaluated. Moreover, the operative report has been requested but not yet provided. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. It is imperative that the subject device is returned and evaluated so that a conclusive root cause can be determined for this event. At this point, there has been no information to suggest a device quality deficiency that may have caused or contributed to this explant. Per the information available, it is possible that the reported "native leaflets growing over the mitral replacement" is patient related, procedure related, or both.